Event description:
Following coronary bypass, echography showed patient had a "bad" left ventricle - specifically hypokinetic. Dr decided to insert an iab. Prior to insertion, dr noted iab seemed to have badly unwrapped. After unsuccessful sheathless insertion, an introducer was placed. Iab became stuck in introducer. Iab was eventually inserted and pump alarmed "gas leakage." Iab was exchanged. There were no reported patient complications.